Event description:
The account noticed a crackling noise coming from the analyzer and smelled smoke. They immediately turned the analyzer off and unplugged it. The field service representative found that liquid had leaked from a reagent bottle and dripped into the cooling unit causing the short circuit. He repaired the analyzer by replacing the cooling unit.